Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had keypad anomaly. Customer's blood glucose level was unknown. Customer also stated that the scroll bar was not moving with no input and middle button was unresponsive. Customer states pressing menu button takes them to the menu screen up arrow and down arrow allows them to navigate screens. Block mode was inactive. Customer states the button was not unresponsive during an easy bolus attempt. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08710 inches. Device uploaded properly using carelink. No stuck button alarm noted. Device had intermittent button response on the up and select buttons due to moisture damage noted on the keypad traces. During visual inspection, found the j1 keypad connector on electrical board 1 was properly locked. Hardware low level failures alarmed during self test due to broken trace at u1 pin 6 on keypad assembly. No audio or vibrate or absence of alarm anomalies noted during testing. Device had a faded serial number label, minor scratched display window, scratched display window cover, scratched case, cracked case at battery tube side, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer.